Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pump alarmed completed. The time was correct for the infusion. When the nurse disconnected the pump there was significant drug left in the infusion bag. Pump settings were verified at 23.5ml/hour for 540 mls. Pharmacist and nurse manager decision made to infuse remaining drug at 23.5ml/hour. Remaining drug was 35-40mls and this was infused over a little under 2 hours. Caused delays in patient care and concern that cadd pump/ cassette was infusing medication too slowly. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable expulsor; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.